Event description:
It was reported that pump experienced malfunction with displayed malfunction code with no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, malfunction ultimately did recur after reset. Technical support planned to replace the pump. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.